Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 500 mg/dl, and the customer fell. Subsequently, the customer¿s toe was hit due to the fall. A bolus was delivered to address bg level. The cause for the reported issue was unknown. Tandem technical support (cts) performed a pump system check and verified the pump functioned as intended. At the time of the report with cts, the customer did not have a method to monitor bg levels, therefore, cts called emergency services for the customer to assist. Subsequently, the customer was taken to the emergency room (ER). The customer remained in the ER overnight. Additional information was not provided, and the customer declined to provide additional information.